Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-04018 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a soloist single needle electrode were used during a bone rfa (radiofrequency ablation) procedure of the leg performed on (B)(6) 2010. According to the complainant, the ablation was performed in three cycles of 15 minutes. Prior to beginning the treatment, saline was injected into the area to be treated. The first two cycles were performed according to the specified electrode algorithm. While performing the third ablation cycle, the power was increased up to 43 watts at which point roll-off was achieved. However, at the conclusion of this cycle, a puncture burn was identified. The account reported that the distal end of the electrode appeared slightly charred. The patient was admitted to the hospital and given pain medication. The patient has since been released from the hospital.

Event description:
It was reported that during an unknown procedure, the staples were malformed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Nonconforming cartridge weld. The analysis results showed that one ems device was returned with the nose open as the nose weld was noted to be insufficient; the device was received void of staples. No functional test could be performed due to the condition of the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).